Event description:
It was reported that the patient experienced tape not sticking event on (B)(6) 2026, since product did not adhere due to hot weather conditions and sweat and cannula fell off.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.